Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed (B)(6) at the implant site and was subsequently treated with oral and topical antibiotics in (B)(6) 2014 (specific date not reported). In (B)(6) 2015, the patient developed draining and hypertrophic skin around the abutment. Subsequently, in (B)(6) 2015, the patient underwent revision surgery to debride the site, and excise excess skin. The wound was dressed in antibiotic gauze following the procedure. In (B)(6) 2016, the patient developed tenderness with drainage at the abutment, and was subsequently treated with oral antibiotics. The implanted device remains.

Manufacturer narrative:
Per the physician, it was reported that the patient underwent revision surgery (date not reported) in order to excise skin at the abutment site. Prior to the procedure, the patient was treated with a steroid cream at the implant site for a duration of three months, and for a duration of ten days post-operatively.